Manufacturer narrative:
The weight of the pt was received on 8/1/97.

Manufacturer narrative:
Summary of analysis: the reported and observed reversion to the backup pacing mode of operation was the result of a temperature sensitive malfunction in the "omega" i.c.

Event description:
The reporter indicated that during a pacemaker check in june, 1996,the device had reset despite a reasonable battery voltage of 2.69v. On 12/04/96, the device had reset again. Today, his ecgs show a non-synchronous mode although he should be in the dddr mode and the ECG taken on 11/21/96 shows the same thing. The patient was scheduled for an explant.